Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "hot temperature" alarm condition was observed in the ventilator's downloaded error log. The increased airstream temperature (hot temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.